Event description:
It was reported to ge that a pt undergoing percutaneous transluminal cardiac angioplasty (ptca) went into cardiac arrest after approximately two hours and CPR was initiated. Twenty minutes later, the system would no longer image and attempts to image proceeded for forty minutes. Reportedly, a mobile fluoroscopic unit was brought in at which time the pt was pronounced dead. The system was evaluated, repaired and returned to service.